Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2013-91765, mfg. Report 1 of 2, medwatch report # 3004209178-2013-91764.

Event description:
It was reported that the customer was hospitalized for two days due to high blood glucose. The caller stated that the customer's blood glucose was treated with an insulin drip, and her glucose level came down. However, when they attempted to connect the insulin pump back, her blood glucose went up 500mg/dl and the device alarmed no delivery during a bolus. The caller stated once the alarm was cleared they resume the insulin pump. Troubleshooting was performed. Assisted the caller to perform a fixed prime and the insulin did not exit. Advised the caller to disconnect the reservoir from the infusion set to verify the insulin exits the tubing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.